Manufacturer narrative:
A multicenter post market clinical follow-up retrospective study is being performed at specific time points post-implantation to evaluate the safety and performance of the hyprocure subtalar implant, which is used for treatment of talotarsal joint dislocation. The data is gathered by study participants for the time period of september 2020-march 2021. The patient did not have the device removed or a revision surgery. This potential adverse event is noted on the device's instructions for use: "prolonged pain, edema, stiffness, discomfort, and walking difficulty".

Event description:
Pain, stiffness, discomfort.